Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00795. It was reported the patient underwent a lead replacement on (B)(6) 2019 due to lead migration. Therapy was restored post-op.